Manufacturer narrative:
Resmed has requested the device be returned so an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 150) error message indicating a hardware issue. This resulted in an alarm which notified the reporter of the error message. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed investigation site in (B)(4). The reported complaint of a system fault 150 was confirmed. The investigation determined that the device fault was due to defective electro valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).